Event description:
The complainant has reported that a patient underwent a therapeutic multiple band ligator procedure for treatment. The clinician stated that the trip wire on the superview super 7 ligator device would not pull. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference # tw186805 / a00032246. Date filed: 24 august 2006.